Event description:
Reporter states that the surgeon noticed a "chunk of brown stuff" in the extraction slots of the femoral component. The brown stuff" was removed from the extraction slot, and the component implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.